Manufacturer narrative:
(B)(4). Pump received with missing segments/partial display/bleeding screen. Unable to perform displacement test or self-test due to partial display/bleeding screen. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 (lcd traces), motor and harness vibrator assembly. The following were noted during visual inspection: bleeding, lcd driver defect, moisture damage, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, damaged display window cover, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked belt clip rails, label damage (stained, faded and partially torn serial number), scratched case (minor scratches), scratched lcd window (minor scratches), debris in motor slide threads, cracked glass and cracked lcd window. Cosmetic damage was confirmed at the screen of the pump. Missing segments/partial display confirmed due to cracked glass and moisture damage on lcd assembly. Exposed to moisture confirmed at pcba 1 (lcd traces), motor and harness vibrator assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump. Troubleshooting was performed and had a crack on the screen of the pump. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump was returned for analysis.